Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. Visual examination of the provided pictures identified explanted tibia, femoral, bearing, and patella components with some patient's blood and tissue attached. No visible damage to the implants can be seen. No further assessment can be made based only of the pictures provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42502006202 - femur cemented cruciate retaining (cr) narrow right size 7 - 64910063; 42522000410 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - 65280561; 42540200029 - all-poly patella cemented 29 mm diameter - 65238882. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery and approximately 2.5 years post-op, was revised due to suspected tibial loosening and pain. All components were revised. Attempts have been made and all available information has been provided.